Event description:
The handheld and flashcard were received for analysis. Analysis of the handheld was completed on 12/09/2014. No anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. Analysis of the flashcard was completed on 12/09/2014. No anomalies associated with flashcard software were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Event description:
It was reported that the physician was having difficulty with the programming system. Troubleshooting was performed by replacing the battery in the wand; however, an error message was received indicating that "there was error establishing communication with the device." The wand was used with a known good programming system and the error message was still received. The physician's handheld was used with a known working wand and the error message was still seen. A known good serial cable was not available to narrow the issue down to the cable so a new programming system was provided to the physician. It was reported that the physician had another system to use so no patient care would be affected. The programming system is expected to be returned for analysis, but has not been received to date.